Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential and noisy signals oversensing. The boston scientific technical services (ts) recommended to recreate the noisy signals in the current vector and if it was able to recreate, consider 2x gain or review the other captured vectors. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential and noisy signals oversensing. The boston scientific technical services (ts) recommended to recreate the noisy signals in the current vector and if it was able to recreate, consider 2x gain or review the other captured vectors. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the device was evaluated and reprogrammed, marking the noise appropriately. This s-ICD remains in service. No adverse patient effects were reported.